Event description:
Pdc received a call on (B)(4) 2011 with reports of medical intervention. Date and time not provided. Pt said she tested on her prodigy meter and received a reading of 42 mg/dl. She felt dizzy and was shaking, and had blurry vision, so she called paramedics. Their meter was used to check pt's glucose level and it read 62 mg/dl. Pt was told to eat honey buns to raise her glucose level. Before leaving, medic's performed a bgt on pt and their meter read 250 gm/dl. Pt was not transported to the hospital. Pdc sent replacement and prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pdc made multiple requests for return of suspect product(s) but pt never returned them. Eval could not be performed.